Event description:
It was reported that after a surgical procedure the ilet user, forgot to insert a new infusion set and remained disconnected from insulin delivery for several hours, resulting in sustained hyperglycemia that began reading ¿high¿ on cgm with a fingerstick of 389 mg/dl and subsequently trended down to 308 mg/dl and then 272 mg/dl after the infusion set was replaced and insulin delivery was resumed. Symptoms included hyperglycemia reaching 401 mg/dl accompanied by confusion and disorientation. Outcomes included a delay to therapy. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed no device malfunction and a usage problem identified as not reconnecting to the ilet in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.